Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that day following the implant procedure, the patient experienced torsade de pointe and one appropriate shock occurred. Device programming was done and the outcome was resolved. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.